Manufacturer narrative:
Date sent to the FDA: 8/24/2017. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2015 and mesh was implanted. On (B)(6) 2015 she had a recurrent hernia repair and had a partial removal of the mesh, and another mesh was implanted. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 7/8/2019.